Event description:
It was reported that a stent damage was occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex (lcx). A 3.00x32mm promus element plus was advanced to the lcx but the distal portion of the stent got flared. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the hypotube was kinked at 5.5cm distal to the strain relief. An examination of the crimped stent found that the distal end of the stent was damaged. The distal end of the stent was lifted and the stents were raised and misaligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a stent damage was occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex (lcx). A 3.00x32mm promus element¿ plus was advanced to the lcx but the distal portion of the stent got flared. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.